Event description:
It was reported to medtronic minimed that the customer reported the pump is not turning on, even after putting in a new battery. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for the blank display, and the display returned after being blank for less than 30 seconds. Battery cap contacts were not damaged or corroded. Troubleshooting was performed for the cosmetic damage it was reported location of the damage was battery tube side and the serialized device was replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. Unit powers up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt and baat tools were both utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason complaint. The adapt tool revealed that no relevant alarms were noted. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed the sleep current measurement and active current measurement test. No low battery alarms or unexpected battery power loss noted during testing. However, the baat tool was further utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 10:27:00 after more than 7 days at 23.02 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. Proceed by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture damage was noted during visual inspection, isolate to the electronic stack. The following cosmetic damages were noted: cracked case battery tube, cracked corner of belt clip rails, broken belt clip rails, cracked keypad overlay, stained keypad overlay, cracked battery threads, pillowing keypad overlay, and scratched case. In conclusion, customer allegation was not confirmed regarding blank display; no relevant alarms were noted via the adapt or baat tool. However, moisture damage was noted, isolate to the electronic stack. Customer allegation's of damage to the battery compartment was confirmed when a cracked battery tube, cracked case, cracked corner of belt clip rails, and cracked battery threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.